Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿keeps feeding". The unit was triaged and the reported issue was confirmed. The root cause for the reported issue was the ultrasonic sensor was damaged due to wrong assembly. The sensor assembly was corrected. As preventative measures, the software and flash chip on the unit was upgraded and the power connection label was replaced since the door was opened. The unit was tested and the reported problem was resolved; the unit is working as expected. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device keeps feeding. Additional information received stating that the device failed the test by continuing to feed even when the test should have been over. There was no patient involvement. The issue was discovered before patient use.